Event description:
Customer reported pump touch screen was worn making it difficult to see. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.